Event description:
Patient reported implant rupture and migration of the implant. MRI identified capsular contracture - baker grade I. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - migration: unable to observe as it is a medical event that is not related to the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported implant rupture and migration of the implant. MRI identified capsular contracture - baker grade I. Device has been explanted. This relates to the right side.